Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited decreased r-wave measurements at heart rates around 100-120 beats per minute (bpm). T-waves were double counted resulting in inappropriate shocks. Attempts to reprogram the device were unsuccessful. The device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.